Event description:
Rayner intraocular lenses limited were informed by the (B)(4) distributor of an event that occurred with the t-flex aspheric 623t intraocular lens. The event description provided by the (B)(4) distributor is as follows "the loading of the lens was not easy as the injector and lens somehow felt much different than usual. The lens felt very stiff and was nearly impossible to load in the bay. The result of surgery was that the lens had to be removed after implantation as parts (trailing haptic) was damaged."

Manufacturer narrative:
The physician explanted the iol in the same surgery session without any adverse effect to the pt. The pt did not receive a back-up lens in the surgery session of (B)(6) 2012. Rayner has been advised that the pt will be returning to theatre on (B)(6) 2012 to undergo the implantation of a t-flex aspheric 623t +20.5d/+3.0d intraocular lens. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that all lenses released from the batch were within specification. Complaints since march 2011, the month of manufacture, were reviewed; no complaints, of any type, have been received against the t-flex aspheric 623t batch (B)(4). The t-flex aspheric 623t intraocular lens is not available in the united states of america. However, the t-flex aspheric 623t features the same haptics and is manufactured from the same material as the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america.